Event description:
Clinical study; it was reported that 227 days after a coronary drug stenting treatment procedure, the patient required a target vessel reintervention (tvr). The target lesion was located in the proximal left anterior descending (prox lad) artery with 70% stenosis and was 22mm long with a target vessel diameter of 3.1mm. The physician treated the lesion with direct stenting using a 3.0 x 24mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. 227 days after the initial procedure, the patient was admitted due to a 3-week history of anginal symptoms. The patient had an abnormal stress test 22 days prior which showed moderate reversible ischemia in the lad distribution. An echocardiogram done 2005 showed normal left ventricular dimensions. Cardiac catheterization at this admission revealed lmca normal, lad 95% restenosis of previously placed proximal stent; 80-90% stenosis of a branch od diag2, lcx minimal stenosis, rca 40% distal stenosis; 25% proximal stenosis, lvef 50-60%. Treatment of the in-stent restenosis of the taxus stent in the proximal lad consisted of cutting balloon angioplasty. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.